Event description:
The device was returned to the manufacturer service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third-party service center. The customer had submitted a web lead. With respect to the recall on the dreamstation, the customer, being a dot driver, pointed out, it is required to use CPAP by law. The customer would lose the job if the device is not being used, while the company addresses the issue. During the evaluation of the device, the third-party service center visually inspected the device and scrapped. The evidence of foam degradation was found. The third-party service center was unable to confirm the complaint.

Manufacturer narrative:
H3 other text : device serviced by third party service center.